Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient's pump was leaking inside the pouch. Per reporter, the patient's wife discovered a white casting on the outside of the pouch and when the pump was brought into the clinic, the cassette was found to have an active leak. Reporter stated it was estimated a loss of about 5 ml occurred from the bag within the cassette after drawing up all the medication that was left. No patient harm/adverse event was reported.